Event description:
It was reported that a catheter issue occurred, specifically a kink and occlusion located in the pump connector. Diagnostic testing or troubleshooting included a dye study. The patient experienced underdose symptoms. Actions required as a result of the event consisted of a revision and replacement. The connecter was replaced with an 8578 during the revision. It was noted the product issue, the connector occlusion, resolved. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver compounded baclofen. It was further reported the patient experienced a lack of relief of spasticity and an increase in spasticity and that the occlusion of the sutureless connector occurred in the pocket as previously reported. It was reported the patient was using lioresal. The surgical revision had occurred on (B)(6) 2014. Per diagnostics, there was an inability to aspirate fluid; diagnostic results were listed as negative aspiration on (B)(6) 2014. A cap (catheter access port) contrast study done on (B)(6) 2014 as well revealed negative results. It was noted the etiology of the event was not related to the implant procedure. The severity of the event was noted to be mild. The outcome was listed as resolved without sequelae as of (B)(6) 2014. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).